Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complaints team was notified by post market of an expired pump being used. This was discovered in prep for pqss, "during our review of this month's pqss, we identified a usage reported for the impella 2.5 associated with case number 01468673 and serial number (B)(6) for the account of veiva scientific india private limi in india for the month of may." No known patient harm or injury.